Manufacturer narrative:
No report of patient involvement. A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The inspiratory and expiratory check valves were replaced and the seats of both valves were cleaned. The unit was returned to service.

Event description:
The hospital reported that the unit had an increase in positive end expiratory pressure during pre-use checkout. There was no report of patient involvement.